Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4 h3, h4, h6: part: 03.010.523, lot: 8751021, manufacturing site: bettlach, release to warehouse date: february 18, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap/threaded was received at us customer quality (cq). Upon visual inspection, it was noticed that the threaded distal tip was broken. The broken threaded distal tip piece was returned. It was noticed that the etching on the device was illegible. No other issues were identified with the device. Dimensional inspection: measured dimensions: groove od: conforming. Shaft od: conforming. Document/specification review: the following drawing, reflecting the manufactured and current revision, was reviewed. Connector for insertion handle. Conclusion: the complaint condition is confirmed for the driving cap/threaded as the threaded distal tip was broken. While no definitive root cause could be determined, it is possible the device encountered unintended forces when it was used. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H11 corrected data: h6 - patient codes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a driving cap/threaded was found broken. The event occurred intraoperatively but the driving cap/threaded was found to be broken during the inspection. There was no harm to the patient. This report involves 1 driving cap/threaded. This is report 1 of 1 for (B)(4).